Event description:
After undergoing surgery to implant an intraocular lens, the pt experienced a poor post-operative outcome of +3.00 diopters. As a result, the pt required a second surgery to improve the post-operative outcome.

Manufacturer narrative:
This is the first of two reportable events occurring on the same day at this site. The pt's second surgery was performed. A field service engineer performed an on-site eval of the iolmaster instrument and verified full functionality of the instrument. A review of the pt's iolmaster data printout by MFR's technical reps found no problems. A customer rep reported that user error contributed to the selection of the wrong iol; the order of the selected iols presented in the iolmaster printout (which is under the control of the operator) was different from the order typically expected by the doctor. Note: site is the same as the initial rptr.